Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would intermittently lose connection with the therapy cable when the therapy connector assembly was moved or wiggled. As a result, defibrillation may be delayed, or prevented, if it were necessary because a patient load may not be detected. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he performed a visual inspection of the device's therapy connector assembly where he observed that the metal sleeves inside the sockets on the left-hand side of the connector appeared to be missing. The biomedical engineer then replaced the therapy connector assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.